Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery and the sensors had inaccurate readings. The blood glucose reading was 435 mg/dl. The customer's mother also stated that the tubing came off of where it attaches to the reservoir. She did not recall when the motor error alarm had occurred. She advised that the customer was treated with manual injections, and she had mild ketones but by morning they were gone. She stated that nothing specific occurred prior to the motor error alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-73264.